Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the large roller pump was losing occlusion. The scale indicator moved significantly over approximately 20 minutes, shifting close to 70 units from the initial setting (at that time flow was 0.115 liters per min at 1/4). The team exchanged this vent pump and the sucker pump. The vent position-maintained occlusion properly and the sucker pump again demonstrated loss of occlusion. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) duplicated the reported complaint running the pump with maximum occlusion and a water loop installed. The srt replaced both bearings. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.